Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced right sided baker grade iii/IV capsular contracture accompanied by pain post procedure. The capsular contracture was diagnosed through a physical examination. The patient was treated with accolate unsuccessfully. Additionally, the patient also was experiencing some unexplained systemic symptoms post procedure. Puffiness and fatigue were noted. As a result, bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2020. The right sided capsular contracture was reported initially under 1645337-2020-12626. On october 5, 2020 mentor received additional information and initial awareness of any left sided issues. This report relates to the left prosthesis.